Event description:
It was reported that bd max¿ enteric viral panel increased positive results has occurred and the sample have been repeated and obtained negative results. No treatment was reported. The following information was provided by the initial reporter: he customer noticed increased positive results for rotavirus. They repeated the samples and got negative results.

Manufacturer narrative:
Common device name:gastrointestinal pathogen panel multiplex nucleic acid-based assay system device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: the complaint investigation for discrepant results when using the bd max enteric viral panel-nr (ref. (B)(4). Lot 2203967 was performed by the review of manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max enteric viral panel-nr indicated that the lot 2203967 was manufactured according to specifications and met performance requirements. Customer complained about an increase of rov positive results which are negative upon repeat when using bd max¿ enteric viral panel-nr assay. Customer provided the database from instrument ct1056 and ct2072 for investigation. Databases analysis shows an increase of the positive rov results in the last month (february) on both instruments, as mentioned by the customer. Since lot 2203967 started to be used before february, and thus before the increase, the customer positivity rate is not suspected of being linked to a specific lot. Manual pcr curves adjudication was performed across all the rov positive results identified by the customer. (Samples b1 & b3 in run 2803, samples b6 & b7 in run 999, sample b4 in run 2801 and samples b1 & b2 in run 2800). Analysis of pcr curves revealed late and low amplification, without any anomaly, suggesting true low positive results. All the repeat samples showed flat curves with no amplification nor anomaly. Nevertheless, it must be noted that manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Among the other positive rov results obtained in february, not mentioned as discrepant by the customer, some samples show a strong amplification, with CT values near 10. Considering these strong positive results, as well as the data and information provided, the most likely causes to explain the customer issues are environmental or cross contamination introduced during the sample preparation at the customer¿s site, or specimens at or near the assay limit of detection (lod). Overall, based on the investigation, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max enteric viral panel-nr lot 2203967. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed.

Event description:
It was reported that bd max¿ enteric viral panel increased positive results has occurred and the sample have been repeated and obtained negative results. No treatment was reported. The following information was provided by the initial reporter: he customer noticed increased positive results for rotavirus. They repeated the samples and got negative results.